Manufacturer narrative:
Date updated to closure of investigation date. (B)(4). Follow up for device evaluation: it was reported there are luer lock syringes in with the luer slip syringes. To aid in the investigation, eighty-nine bulk packages samples were received for evaluation by our quality team. A visual inspection was performed. Eighty-seven of the samples have a luer lok and two of the samples have a slip tip. No other defects or imperfections were observed. This defect could occur during batch change if the line clearance was missed. A device history record review was completed for provided material number: 301032, lot: 4058456. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 301032, batch#: 4058456. It was reported by customer that on the 301032 the batch we have (4058456) we are finding a lot of mixed syringes. We are getting luer lock in with the luer slip. In one bag there was 65 out of 325. I just wanted to give you a heads up I am not sure how much of this batch number was produced. Rcc received a complaint via email. On the 301032 the batch we have (4058456) we are finding a lot of mixed syringes. We are getting luer lock in with the luer slip. In one bag there was 65 out of 325. I just wanted to give you a heads up I am not sure how much of this batch number was produced.

Event description:
Material #: 301032 batch#: 4058456 it was reported by customer that on the 301032 the batch we have (4058456) we are finding a lot of mixed syringes. We are getting luer lock in with the luer slip. In one bag there was 65 out of 325. I just wanted to give you a heads up I am not sure how much of this batch number was produced. Verbatim: rcc received a complaint via email. Email(s) attached on the 301032 the batch we have (4058456) we are finding a lot of mixed syringes. We are getting luer lock in with the luer slip. In one bag there was 65 out of 325. I just wanted to give you a heads up I am not sure how much of this batch number was produced.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.